Event description:
The doctor indicated that the implant could not be placed because the placement driver could not be disengaged. The doctor was able to place another implant in the patient during the same procedure. There was no further complications.

Manufacturer narrative:
The implant was reported as a same day replacement and scrapped before product analysis could be performed. The event was discovered when a complaint was registered for the mating instrument. As part of biomet¿s compliance master plan, recent audit of complaint data, and enhancements made to biomet 3i¿s reporting policies, this event was identified as one requiring retrospective reporting.